Event description:
Additional information received indicated that the event is considered resolved/recovered with no sequelae as of (B)(6) 2014. There were no further patient complications reported as a result of this event.

Event description:
Additional information received indicated that the event resolved/recovered with no sequelae date was updated to (B)(6) 2014. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
.

Event description:
It was reported that following the implantation of an elevate anterior graft, the patient presented with a moderate urinary tract infection. Medication was administered on (B)(6) 2014 and the event is considered recovering/resolving (ae is improving) as of (B)(6) 2014. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4)